Manufacturer narrative:
The customer reported bezel post recall was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process the proximate cause of the bezel post recall was identified by the service depot and was found to be recall affected, the bezel was replaced. Service determined the proximate cause of the ail replacement was the result of a faulty sensor due to a recall.

Event description:
Large volume pump damage reported.

Manufacturer narrative:
Additional info: h.9

Event description:
Large volume pump damage reported.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure.the proximate cause of the bezel post recall was identified by the service depot and was found to be recall affected, the bezel was replaced. Service determined the proximate cause of the ail replacement was the result of a faulty sensor due to a recall.the customer reported bezel post recall was confirmed during servicing activities. There was no reported patient injury. The device is used for therapeutic purposes.